Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found thatthe outer insulation was abraded at 8.5 cm from the connector pin which exposed the outer coil. The abrasion contributed to the reported noise. The abrasion was consistent with constant friction with the device can.